Event description:
See h.11.

Manufacturer narrative:
The returned device (3387s-40) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the distal end of the lead was bent. Analysis identified that the lead was cut through; product was returned segmented. The returned device (3387s-40) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the lead was cut through; product was returned segmented. The returned device (37085) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified foreign material present in the setscrew(s). The returned device ( 924256) passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device (product:3387s-10,l/n: v451316) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The returned device (product:3387s-40, l/n: v451316) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The returned device (product:37085-60, item:50, s/n:(B)(6) ) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified foreign material present in the setscrew(s). The returned device (product:924256, s/n: not applicable) was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned device (product:924256, s/n: not applicable) was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep clarified there was a device issue.

Event description:
It was reported that the patients leads were replaced. Manufacturer representative (rep) also reported the issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# v451316, serial#, implanted: (B)(6) 2010, explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v451316, ubd: (B)(6) 2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.